Event description:
It was reported that the device was in use with patient for infusion of an opioid. The reporter stated that the fluid ran out before estimated end time. Reporter stated the discrepancy between the intended volume and delivered volume was 30%. No adverse effects to patient reported.